Event description:
It was reported that the customer was hospitalized due to high blood glucose. Nurse stated that the customer's blood glucose reading was 440 mg/dl at the time of admission. Nurse stated that the customer's had nausea and headache prior to admission. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.